Manufacturer narrative:
The reported event could not be reproduced during evaluation of the autopulse platform (sn (B)(4)); however, review of the archive data revealed that the platform was used on the customer reported event date of (B)(6) 2017 and performed 610 continuous compressions for 8 minutes and 31 seconds followed by a user advisory (ua) 19 (max applied load exceeded) error message. This confirms the customer reported event. Per the archive data, a ua 19 error message was recorded as the load plate detected excessive weight being applied (the patient weight exceeding 318 lbs) on the platform. Likely, as the drive shaft was rotating and tightening the lifeband (during chest compression), the outer fabric layer of the lifeband got caught in the roller/skirt area which caused the load force monitoring circuit to detect excessive force applied on the load plate and the platform stopped compression to prevent further harm to the patient. Following this, the user attempted to clear the ua 19 error message by restarting the platform; however, the platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message upon powering on. This is possibly related to the ua 19 error message. The platform was evaluated and passed the initial functional testing without any issue observed. Further testing was performed including a load characterization check and found that the root cause for the intermittent ua 7 error message was due to a defective load cell. As part of routine service during testing, the platform was examined and found that the drive shaft exhibits binding and resistance. This observation is unrelated to the ua 19 and ua 7 error messages recorded in the archive data. Upon customer approval, the load cell will be replaced and service will be performed. The platform will be further tested to full specification. Additionally, the evaluation of the customer submitted photographs of the lifeband shows that the outer white protective fabric sleeve on the lifeband appeared to have ripped off, although the gray compressive material of the lifeband remained intact and not damaged. This damage does not affect the functionality of the lifeband. The report of damage (tear on the right side of the lifeband) could not be confirmed through this evaluation. Based on the manufacturer's experience and review of similar complaints, this observation is a common issue and is likely due to the lifeband becoming twisted or caught in the roller on the right side of the platform which would result in a ua 19 error message. Any subsequent attempt to start the platform may result in a ua 7 error message due to the lifeband being tight on one side and loose on the opposite side. This is consistent with the events recorded in the archive data. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse performed approximately 8 minutes of continuous compression and then stopped when the lifeband was broken. Manual CPR was immediately performed on the patient by the ems crew. A return of spontaneous circulation (rosc) was not achieved by the combination of mechanical and manual CPR. For a trained user, changing from the autopulse to manual CPR can be made quickly, and is similar to the time necessary for rescuer rotation, presenting the same workflow as high quality manual CPR. Because the conversion from mechanical to manual CPR were quick and available, the patient's outcome was not negatively impacted when compared to standard of care manual CPR. No information is provided on the patient's clinical condition; however, the cause of patient's death was likely to be patient's underlying clinical condition and bad prognosis. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4). A historical review of complaints for the lifeband was not performed as the lot number was not provided.

Event description:
Information received from a national competent authority ((B)(6) case number: (B)(4)) on 11 aug 2017, stated that the autopulse platform (sn (B)(4)) was used on a patient and performed approximately 8 minutes of continuous compression until the lifeband got damaged (torn on the right side of the lifeband) causing the platform to stop compression. Following this, manual CPR was immediately performed on the patient for an unspecified amount of time; however, a return of spontaneous circulation (rosc) was not achieved. According to the opinion of the emergency doctor, the patient outcome was due to a very bad prognosis and not a result of the device issue. Additional information from the customer stated that no issue was observed on the platform during deployment. The lifeband installed in the platform during patient use was never reused; however, was disposed. Following the event, the platform was tested with a new lifeband and found no issue. No further information was provided.